Event description:
Patient revised for fracture collapse on atn troch.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, initial implant placement and bone quality are contributing factors. The exact root cause cannot be determined without the pre and post-op x-rays. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.